Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead with the connector pin measuring 36.3cm was returned for analysis. External insulation abrasion was noted at 17.1-17.2cm and 26.3-26.5cm from the connector pin consistent with friction to another device or feature of the heart. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.